Manufacturer narrative:
On march 24, 2020, the mentor failure analysis lab received the device for evaluation. On march 27, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device, an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a tear was noted, measuring approximately 0.7 cm, causing a deflation. The evaluation determined that the rupture is consistent with a siltex cracking deflation. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor siltex contour profile moderate 225cc, catalog# 3542911, lot# 244693 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a mentor siltex contour profile moderate 225cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.